Event description:
A customer contacted stryker to report that their device would not power on. There was no patient involved in the reported event.

Manufacturer narrative:
Stryker evaluated the customer¿s device at the product assessment center (pac) and the technician was able to verify the reported issue. A cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device would not power on. There was no patient involved in the reported event.

Manufacturer narrative:
Due to character limitations, initial reporter phone, was left blank. The initial reporter¿s phone number (B)(6). Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.